Event description:
It was reported that the insulin pump alarmed button error after the device had fallen into water. The blood glucose reading was 220 mg/dl. The customer stated that he had gone canoeing when the device fell into the water. He treated his blood glucose with a manual injection. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump had moisture damage on electronics. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.